Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the spring wire guide (swg) was found unraveled when removing from the syringe. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt. Add'l info received on (B)(6) 2011 from the distributor stated that the swg was removed in its entirety, the insertion site was the internal jugular vein and resistance was felt when advancing through the arrow raulerson syringe.